Manufacturer narrative:
On 14 july 2017 it was added that: no trauma reported. Just the fact that the patient was working out when the pain was felt. Batch review performed on 26 july 2017. Lot 166113: (B)(4) items manufactured and released on 29 november 2016. Expiration date: 2021-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
When the patient was exercising and felt pain. The surgeon determined the patient had fractured his patella (bone). The surgeon revised the patella (implant) from a size 3 to a size 2. The surgery was completed successfully. X-rays and explants are not available.